Event description:
It was reported that the pump was unplugged and the patient was transferred to the ICU. Once in the ICU, the pump was plugged into the wall, but it still read as being in battery mode. Eventually, the battery ran down. The patient was hand pumped for about 3 hours. There were no additional complications.